Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Event description:
It was reported that while using the bd instrument max clinical 4 false positive results were obtained by the laboratory personnel. A cepheid test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. Assays used: bd sars-cov-2 reagents for bd max¿ system. Eua #: eua(B)(4). The following information was provided by the initial reporter: "customer has noted many instances of n1 positive patients on (B)(4) not repeating positive when retested from primary sample on same instrument, when retested on lab¿s other max ((B)(4)), and when retested on alternate platform (cepheid). Assay is bd sars cov-2 this was noted while running correlation to validate (B)(4). They are alleging a possible false positive issue with the n1 target on (B)(4)."

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument 4 false positive results were obtained by the laboratory personnel. A cepheid test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. Assays used: bd sars-cov-2 reagents for bd max¿ system eua #: (B)(4) the following information was provided by the initial reporter: "customer has noted many instances of n1 positive patients on (B)(6) not repeating positive when retested from primary sample on same instrument, when retested on lab¿s other max (ct2136), and when retested on alternate platform (cepheid). Assay is bd sars cov-2 this was noted while running correlation to validate ct2136. They are alleging a possible false positive issue with the n1 target on (B)(6)."

Manufacturer narrative:
The following fields were updated due to corrected information: describe event or problem: it was reported that while using the bd max¿ system, bd max¿ instrument 4 false positive results were obtained by the laboratory personnel. A cepheid test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. Assays used: bd sars-cov-2 reagents for bd max¿ system eua #: (B)(4) the following information was provided by the initial reporter: "customer has noted many instances of n1 positive patients on (B)(6) not repeating positive when retested from primary sample on same instrument, when retested on lab¿s other max (ct2136), and when retested on alternate platform (cepheid). Assay is bd sars cov-2 this was noted while running correlation to validate ct2136. They are alleging a possible false positive issue with the n1 target on (B)(6)." D.1. Medical device brand name: bd max¿ system, bd max¿ instrument h.6. Investigation: a "false positive" complaint was reported against the bd max instrument catalog number 441916, serial number (B)(6). The customer reported that on many instances of n1 positive patient not having a repeated positive when retested from the primary on the same instrument, when tested on another bd max instrument (ct2136) and on an alternative platform (cepheid). Field service was dispatched to collect database and log files and assist in environmental monitoring. Cov positive was found on two blank tubes after a full run with blank tubes and representative em swabs and against a blank tube run on ct2136. Environmental monitoring was then conducted on reagent kit boxes, pcr cartridge boxes, and the storage shelf of the boxes. Negative results noted on pcr and reagent boxes, but n1 positive on storage shelf. After decontamination effort, customer ran 330 samples with 4 of them being n1 positive/n2 negative, but negative on cepheid. Root cause cannot be determined with the information provided. Complaint is unconfirmed as an instrument issue. No parts were returned to bd for investigation. The investigation consisted of a review of the instrument device history record from manufacturing, the instrument installation and service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend.